Manufacturer narrative:
Event date for the return of pain was reported as unknown ("off and on but really bad today"). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain reported that there was an end-of-service (eos) seen on implantable neurostimulator (ins). The device was off and was no longer providing therapy. The reporter was unsure if the eos was normal depletion and expressed dissatisfaction with the battery longevity (only lasted 2 years and was at 2 volts) as they were led to believe it would last about 10 years. The patient had been complaining of pain on and off, had a return of pain, and noted it was really bad today. The patient was to follow up with their healthcare professional (hcp) for the issue and regarding replacement of the device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.